Manufacturer narrative:
Correction to b3, please see b3 for further information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 2 colony forming units (cfus) of filamentous fungus and 4 cfus of unspecified revivable microorganisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 7 colony forming units (cfus) of coagulase-negative staphylococci. It was determined that this microbial detection was within the range of conformity (5 - 25 cfu¿s). The customer did not provide the cleaning sterilization and disinfection (cds) processes performed at the user facility after three attempts to obtain this information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.